Event description:
It was reported that the pump battery could not be charged despite the use of multiple usb cables and wall adapters resulting in pump shutdown. Customer's blood glucose (bg) level was displayed as high. Customer administered manual injection to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.